Manufacturer narrative:
The act button was unresponsive due to corroded keypad traces. No alarms could be verified due to the unresponsive buttons. The insulin pump was received with minor scratches on the display window, cracked case at the display window corners, cracked battery tube threads and a cracked reservoir tube lip. No moisture damage was noted on the electronics.

Event description:
The customer reported via phone call that they received a compromised force sensor system alarm. The customer also reported the buttons were unresponsive to clear the alarm. Customer also stated the act button was not functional while attempting to fill tubing. It was also found insulin was squirting out during the manual prime process. Customer's blood glucose was unknown. Troubleshooting found the customer's drive support cap appeared to be normal. Customer stated they pressed on the cap while connected to the insulin pump. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. The customer was advised that the device would be replaced. Customer agreed to return the product for analysis.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.